Event description:
The customer reported, the ac power module broke and connector pulled out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The ac power module was replaced and resolved the issue. The broken ac power module was scrapped. We will consider this a malfunction of the ac power module where the module broke and connector pulled out.